Event description:
This lead was explanted due to loss of capture and sensing. No replacement information was provided. Should additional information become available, this file will be updated.

Manufacturer narrative:
The performance of the lead was scrutinized, including a visual and electrical inspection. During the mechanical inspection, a stylet intended to be used with this lead could not be properly introduced and advanced within the lead's lumen. Subsequent analysis revealed the presence of coagulated blood along the inner coil of the lead. These blood residuals were most likely introduced into the lead by means of stylets used during the surgery. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observations. The analysis did not reveal any sign of a material or manufacturing problem.